Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kinked shaft and the shaft separation were confirmed. The reported difficulty to remove the device from the packaging could not be replicated in a testing environment due to the condition of the returned device. The reported device operating differently could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the reported kinked shaft, shaft detachment and device operates differently appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that difficulty was encountered upon removing the nc trek from the inner pouch. While opening, the paper side ripped and snagged the delivery catheter as it was being pulled out of the package. The delivery catheter shaft bent and separated. The device was set aside for return. There was no patient involvement. There was no additional information provided.